Manufacturer narrative:
Results: root cause of the issue is undetermined. Device or procedural images not provided for review. Conclusion: device or procedural images not provided for review. 68 root cause of the issue is undetermined. (B)(4).

Manufacturer narrative:
Related to operational context -no abnormalities noted during preparation and inspection of the device prior to use, therefore event most likely procedural related. Deformation problem.

Event description:
The lesion exhibited 90% stenosis. No abnormalities noted during preparation and inspection of the pacific plus device prior to use. No resistance noted during delivery of the device to lesion. During the 1st inflation the pacific plus was inflated to 3 atm for duration of 1 second. The lesion treatment was completed with multiple percutaneous transluminal angioplasty. It was confirmed that there was a primary leak of the balloon, no rupture. Evaluation summary : a kink was observed in the proximal section of the shaft. A 0.018" guide wire was inserted through the entire length without resistance. A manometric syringe was attached to the luer however it was not possible to inflate the balloon due to hardened contrast liquid inside the lumen. In order to inflate the balloon, the device was cut approximately 15cm from the balloon, and then a luer was attached to the shaft. It was possible to inflate the balloon; but a leak was noted in the proximal section. The welding between balloon and shaft was partially detached and it was not possible to maintain balloon inflation.

Event description:
The physician was using a pacific plus pta balloon catheter. No friction noted with the guidewire or introducer sheath. It was reported that after placement of the catheter, the pacific plus could not be inflated, when trying to inflate the balloon; contrast medium was observed flowing through a hole in the balloon to the exterior. No patient complications were reported for this event.